Event description:
The mother of a male reported that her son's blood glucose values have been running "hi" or over 500 mg/dl all day. No symptoms were provided. The patient's mother reported that they are on vacation and have been out in the sun all day long. During troubleshooting with the company representative, she was advised to check the integrity of the insulin in the cartridge. The patient's mother reported that the insulin had crystalized and was clumpy. She was advised to change the cartridge and replace with a new cartridge and insulin. The mother reported that she did not have any additional cartridges and would purchase insulin injections until she could return home. Two days later, the mother reported that she rinsed and cleaned the cartridge and reused it as she did not have an alternative. She reported that her son's blood glucose had reduced and is currently 78 mg/dl. No medical treatment was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.